Manufacturer narrative:
An event regarding dislocation involving a triathlon insert component was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the provided photographs indicated that the femoral component most likely dislocated anteriorly. -medical records received and evaluation: review by a clinical consultant suggested that based on the limited information available it is not possible to provide a review with any reasonable conclusion about the failure mechanism . -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the limited information available the exact cause of the event cannot be determined. Additional information such as pre- and post-operative ap and lateral x-rays, the primary operative report as well as patient history and follow-up notes are needed to complete the investigation to determine root cause.

Event description:
Revision of tibial baseplate and tibial insert. Patient dislocated right knee twice.

Event description:
Revision of tibial baseplate and tibial insert. Patient dislocated right knee twice.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.